Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that several bd nano¿ 2nd gen pen needle clogged during use and during priming. The following information was provided by the initial reporter: "consumer stated, when priming, no insulin flows. Stated, he doesn't always prime before taking injection. Needle would not inject insulin, he then tried priming and also would not deliver. This new lot has a different cap and since he has had this he has been having issues with the needles."

Event description:
It was reported that several bd nano¿ 2nd gen pen needle clogged during use and during priming. The following information was provided by the initial reporter: "consumer stated, when priming, no insulin flows. Stated, he doesn't always prime before taking injection. Needle would not inject insulin, he then tried priming and also would not deliver. This new lot has a different cap and since he has had this he has been having issues with the needles.".

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.